Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
A review of the device history records for the device identified no deviations or anomalies. A product history search for the item/lot combination identified no additional complaints for the combination. A review of ¿zimmer nexgen knee profiler¿ shows that all implanted components are compatible. No devices were received; therefore the condition of the component is unknown. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Device product code: mlr. Concomitant medical products: femoral component option for cemented use only size h right, lot#60321234, item#00599601852; patellar component 35 mm dia, lot#60263483, item# 00522001800; fluted stemmed tibial component option for cemented use only size 7, item#00599605801, lot#60326166. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The compatibility was reviewed for the reported products with no issues noted. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07979, 0001822565-2017-07980, 0001822565-2017-07981.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to pain and injury. No further information available.